Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 623822) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergoes essure confirmation test". The patient's medical history included adhesion. Concurrent conditions included endometriosis, anxiety, asthma and uterovaginal prolapse. Concomitant products included clonazepam, oral contraceptive nos and salbutamol (albuterol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: an essure device was placed in the patient's left fallopian tube with 3 coils visible after placement. The contralateral tube was cannulated in a similar manner with 0 coils visible, but the device was visible after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: result: specimen designated uterus with cervix, surgical resection: cervix uteri mild cystic cervicitis, no significant atypia, squamous intraepithelial lesion or malignancy demonstrated. Corpus uteri focal fibro vascular adhesion. No endometriosis, significant atypia or malignancydemonstrateo myometrium morphologically unremarkable endometrium:· weakly proliferative endometrium no evidence of hyperplasia or malignancy. Morphological features consistent with clinical history of vaginal prolapse.. Ultrasound pelvis - on (B)(6) 2012: result: thickened endometrial stripe. No significant abnormality demonstrated.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain and back pain. Most recent follow-up information incorporated above includes: on 16-jan-2019: fu(1) and fu(2) processed together. Following events were added: abnormal bleeding (vaginal), menorrhagia, nausea, fatigue, lower back pain and she did not undergoes essure confirmation test. Aka name added. Event severity added for lower back pain, abdominal pain and pelvic pain. Medical history added. Concomitant medications were added. Lot number added. Other hcp added. Lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 623822) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergoes essure confirmation test". The patient's medical history included adhesion. Concurrent conditions included endometriosis, anxiety, asthma and uterovaginal prolapse. Concomitant products included clonazepam, oral contraceptive nos and salbutamol (albuterol). On (B)(6)2007, the patient had essure inserted. In june 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: an essure device was placed in the patient's left fallopian tube with 3 coils visible after placement. The contralateral tube was cannulated in a similar manner with 0 coils visible, but the device was visible after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2012: result: specimen designated uterus with cervix, surgical resection: cervix uteri mild cystic cervicitis, no significant atypia, squamous intraepithelial lesion or malignancy demonstrated. Corpus uteri focal fibro vascular adhesion. No endometriosis, significant atypia or malignancydemonstrateo myometrium morphologically unremarkable endometrium:· weakly proliferative endometrium no evidence of hyperplasia or malignancy. Morphological features consistent with clinical history of vaginal prolapse.. Ultrasound pelvis - on (B)(6)2012: result: thickened endometrial stripe. No significant abnormality demonstrated.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc(product technical complaints). Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.